Event description:
It was reported to philips that there was an unchanged state after battery calibration which was found during servicing. There was no patient involvement. Initially this complaint was considered to possibly be a battery calibration issue but it was later clarified by the customer there was no battery calibration issue. The customer ordered a new spare battery. There was no malfunction of the device or battery.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there was an unchanged state after battery calibration which was found during servicing. There was no patient involvement. Additional details have been requested.